Event description:
The account alleged that the side rails will not latch. No patient impact.

Manufacturer narrative:
The account found the side rail end tubes are bent. The account replaced the side rail end tubes and mounting hardware to resolve the issue.